Event description:
A customer reported a leaking 4l oxygen barrier bag. According to the report, the bag was leaking parenteral nutrition solution and was leaking enough that the box/container was wet. This was observed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.